Event description:
It was reported that one day post implant, the pulse generator exhibited ventricular lead impedance greater than 2000 ohms in the bipolar configuration. The pocket was reopened and the ventricular lead was disconnected and impedances were normal through the analyzer. Lack of bipolar sensing was also noted. Subsequently the pulse generator was replaced and the patient would be monitored clinically.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.